Event description:
It was reported that a large volume infusor leaked from the port junction. This event occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured april 12, 2013 - april 15, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.